Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l81295, implanted: 2000-(B)(6), product type catheter. (B)(4).

Event description:
A healthcare professional (hcp) reported the patient was experiencing radicular pain lately. The pump had been used to so long with heavily concentrated morphine that an MRI was being performed to rule out a granuloma. They were in the process of diagnosing and stated it was unknown if the symptoms were related to the therapy. The medications infused were bupivacaine and morphine.